Manufacturer narrative:
Lung exacerbation requiring hospitalization reported by patient; no device malfunction alleged and device was returned and investigated to conclude no device issues were found. Device instructions for use include contraindications for use that require an individualized clinical assessment and careful consideration by the physician prior to prescription.

Event description:
Patient reported after using the smartvest a couple of times at 6-10 hz at 20% on ramp they had extreme over production of mucous which caused them to be extremely short of breath. They were subsequently hospitalized for a few days for a lung exacerbation and has since returned to baseline.